Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and the result was 3.5 inr. 2.5 hours later, a sample from the patient was measured in the laboratory using an unknown method, resulting with a value of 2.5 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 inr - 3.0 inr. The patient will not be returning the device for investigation. She went to the hospital and performed an additional result comparison between the meter and laboratory method. She stated that the compared values were identical. No specific values were provided.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.